Manufacturer narrative:
(B)(4). Concomitant medical products - m2a 38 mm mod hd std nk/ pn 11-173662/ ln 220410, mlry-hd por fmrl 10 x 155 mm/ pn 11-104110/ ln 397470. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03564.

Event description:
It was reported that a patient underwent right revision surgery approximately nine years post implantation due to patient allegations of pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Revision op notes indicate that revision was due to metallosis and periacetabular and proximal femoral osteolysis. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision approximately 9 years post primary surgery, due to metallosis, osteolysis, pain and associated mechanical symptoms of shifting or clunking. During the surgery, the head, cup and adapter were removed. Attempts have been made and additional information on the reported event is unavailable.